Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Troubleshoot was not performed for failed battery test because the icon reads empty. Customer stated the battery only lasted two days. Customer also reported battery cap damage. Customer was unable to removed the battery cap with screw. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and low battery alert noted. Pump received with stripped battery cap coin slot, cracked reservoir tube lip, cracked case near display window corners, cracked battery tube thread and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.